Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, customer service reports, system history, system log files, and complaint part. During an interventional procedure, the imaging functionality failed. As the patient had a y-90 injected for a chemoembolization which has a short lifetime, the procedure had to be postponed. The investigation revealed that the error was caused by x-ray tube arcing. Arcing is a side effect when generating x-ray. Negative effects from arcing are normally managed by the system in such a way that there is no significant impact to the clinical procedure. However, if arcing exceeds a certain level (high-level-arcing), no further x-ray release is possible. To resolve the issue, the x-ray tube was exchanged as part of reactive service activity. After disassembling the tube insert, it is confirmed that the investigated x-ray tube was not voltage proof anymore. Furthermore, the micro focus was too close to the outer focal boundary and touched the focal head. After the exchange of the x-ray tube, the system worked as intended. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that the device stopped working during an interventional procedure. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.